Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert via remote transmission. Upon review, the left ventricular lead exhibited out of range high impedance and loss of capture. Programming changes were made. The impedance was noted to be within range. The patient was in a stable condition.